Event description:
It was reported that the right ventricular lead exhibited noise, the patient's heart rate was in the 30's. On (B)(6) 2012 the physician opened the pocket and disconnected the leads. She tightened the setscrews and reconnected the leads and no anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.